Manufacturer narrative:
Not available for this device. The device was explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt experienced a decline in hearing performance. Head trauma is denied by guardians. The pt was re-implanted on (B)(6) 2014.